Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the pt was inserted a PICC line for chemotherapy on (B)(6) 2014. On (B)(6), when the nurse did regular maintenance, she found there was a leakage in at 3cm inside the insert site. So she had to changed another PICC.